Event description:
A falsely depressed d-dimer result was reported on a patient sample. The result was reported to the physician. The sample was re-run with a proper dilution and calculation performed. A higher result was obtained and reported. Patient treatment was not altered or prescribed on the basis of the falsely depressed d-dimer result. There is no report of adverse outcome to patients as a result of falsely depressed d-dimer result.

Manufacturer narrative:
The cause of the falsely depressed result was operator error. The account failed to use an appropriate dilution factor for the manual dilution. The instrument is performing within specifications. No further evaluation of the device is required.